Event description:
On (B)(6) 2012, the customer, (B)(6), reported to the maquet ssu that on several previous occasions (no precise date for the event was provided) that during cardioplegia, when the customer reduces the speed on the twin pump module (tpm) to near zero or uses the luxation mode, and then increases the pump speed or stops the luxation mode, the displayed value for "actual mix volume" decreases. There were no reported clinical consequences or patient injury due to the observed problem. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The investigation determined that this event could be reproduced on different hl-20 consoles and tpm pumps. The error was determined to be a software bug; the wrong value is sent from one part of the system when luxation is activated instead of taking the old value. Reference: (B)(4).